Event description:
On (B)(6) 2013, alcon laboratories inc. Forwarded a medical complaint concerning opti-free replenish multipurpose contact lens care solution. They noted the pt had been wearing acuvue advance brand contact lenses with hydroclear. Their report states that on an unk date before (B)(6) 2013, the pt, in the (B)(6), was referred by an optician to the hospital. The optician stated that the pt had suffered a severe reaction to the lens care solution and that "she had never seen a reaction as bad." The pt was rx with steroid medication and an unspecified antibiotic for 4 weeks. The report states "the pt reported she could not attend work as her eyesight was so bad, suffered headaches and sensitivity to light. The pt's eyesight had suffered as a result and possibly caused/worsened astigmatism in her left eye. No further details were provided." Add'l info rec'd by alcon on (B)(6) stated "that the pt had suffered damage to her eyes due to very bad keratitis to a bad reaction to the solution. Add'l info rec'd on (B)(6) 2013 states that the pt had been using acuvue advance contact lenses which she replaced every one to two weeks. The pt reported that the contact lenses were ten days old when she visited the hospital. The pt reported that she suffered sensitivity to light, itchy watery painful eyes. After being diagnosed, she suffered headaches and worsening of vision. She "suffered breakouts of eczema also around her eyelids which she had never suffered before." She could not attend work for three weeks due to her bad eyesight and headaches/pain caused by this reaction. "A referral letter from her optician detailed that the pt attended the practice and complained of ocular pain and photophobia in both eyes for a week. She thought it was due to hay fever rather than her contact lenses because it did not improve whilst wearing spectacles. The pt came to the practice wearing her contact lenses and her visual acuity was left eye 6/9 n5. Slit lamp examination revealed a superior pannus and more dense corneal infiltration and staining left eye. The optician suspected that the pt had developed a reaction to the contact lens solution and "had never seen a reaction this bad." The optician noted to "ensure that this keratitis was not infective and was treated as appropriate." "The pt has used the product before w/o issue. The event was reported as severe, lasted days and had not resolved. The pt discontinued use of solution and stopped wearing contact lenses temporarily. The pt was not using another contact lens care product, had not replaced the contact lenses, did not require specific therapy to treat the suspected adverse event, was not hospitalized as a consequence of the adverse event, and had not used the product again. The pt stated that she is still suffering the effects of the reaction, but the condition has improved." This report is for the left eye. The right eye is reported on mw 1033553-2013-00115. Product is not available for eval and lot info was not provided. No addition investigations are expected unless product or add'l info is rec'd. If add'l info is rec'd, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
No eval will be performed. No conclusion can be drawn.